Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2(B)(6) 009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that electrodes 1, 3, 4, 6 and 7 were >10000. It was unknown what environmental or external patient factors may have led to the issue. Electrode impedance testing showed five electrodes out of range and the patient reported no change in stimulation, coverage or relief. The issue had not been resolved at the time of the report. The indication for use was multiple back operations. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.